Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Cylinder 1 was visually inspected, and leakage tested. Visual inspection revealed holes in the middle of its body caused by a sharp instrument; consequently, the cylinder presented a fluid leak. Cylinder 2 was visually inspected, leakage tested, and pressure tested. During visual examination it was noted that there was a hole and broken fabric threads in the middle of the cylinder body, both caused by a sharp instrument. Cylinder 2 passed leakage and pressure tests. The pump was visually and microscopically inspected and tested for leaks. Microscope observation identified bodily fluid contamination within the pump; therefore, the components was not functionally tested. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the cylinder could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.